Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dentist placed a crown without checking if the implant at tooth site #15 (fdi) was sitting properly and when we checked, the implant was unrecoverable because it was stripped inside and the scan body could not sit at the bottom. The implant had to be removed.